Manufacturer narrative:
The reported event was pericardial effusion due to a suspected micro-perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The full helix extension length was measured within specification. A stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies except for procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the emergency department and an echo was done. A pericardial effusion due to a suspected micro-perforation was observed. A pericardiocentesis was performed, and the right atrial (ra) lead was explanted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event was suspected micro-perforation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The full helix extension length was measured within specification. A stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies except for procedural damage.